Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.0 cm abdominal aortic aneurysm. It was reported that a CT done and a type ib endoleak in the right common iliac artery was found. The physician coiled the right internal artery and extended the existing talent stent graft with an endurant 16 x 13 x 93. This reportedly resolved the event. The physician stated that disease progression overtime led to tissue wall growth, and cause the endoleak. No additional clinical sequelae were reported and the patient is fine.